Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection of the sample it was observed that the valve under the port had moved; therefore the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Customer complaint trends will also continue to be evaluated on a monthly basis. Investigation conclusion: from the photo returned, it seems that the valve at the injection port has moved within the cannula hub. Valve seems to move from the injection port. Able to confirm the customer experience based on photo returned. End user risk assessment as per p-eura document, eurap2053005, severity is severe (s4) occurrence = (number of complaints received for all similar complaints / batch quantity) x 100% occurrence = 1 / 54000 x 100% = 0.0019% occurrence is remote (o2) per CPR-028. The risk level is medium. Root cause description: based on the investigation, the root cause for the leakage was due to injection valve moved within the cannula hub. Rationale: n/a.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage at the connection site during use. The following information was provided by the initial reporter: catheter problem in the recovery room when we have to administer ephedrine on a patient, the product comes out through the blue valve of the catheter and then blood starts flowing through the valve. Finally, to be effective we had to place a syringe in the place of the valve and re-administer ephedrine. Patient reinfused after. The team brings up the recurrent nature of the problem. There are no consequences for the patient because even if there has been a malfunction, we are in the recovery room, and the monitoring is greater than if it happens in a conventional ward in a room. The sheet was soiled but no exposure to blood. The unused units will not be sent but maybe next time we'll be more responsive and report more accurately.